Event description:
Per the clinic the patient experienced pain with device use. The device was explanted on (B)(6) 2022, and the patient reimplanted with another cochlear device during the same surgery.